Event description:
The patient claimed that the animas pump and the battery were warm while it was vibrating. During troubleshooting, it was noted the pump has a cracked casing. The battery compartment had water residue after it was exposed in a swimming pool. There was no product misuse. The pump was requested back for product investigation. There was no report of any patient impact associated with the alleged issue. This complaint is being reported as a malfunction due to the alleged pump temperature issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: moisture was observed behind the display lens; the battery compartment was found to be cracked and the keypad was found to be peeling. The pump was unable to be powered on. Further performance testing was unable to be completed due to the pump being unable to power. The pump was opened and moisture damage was found inside the pump.